Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer could not successfully insert a usb cable into the usb port despite the attempt of multiple cables. It was confirmed that the charging cables were able to successfully charge another device. Reportedly, a small piece of rubber that had been stuck inside the usb port was removed by the contact however, the usb cable was still not able to be connected. There was no impact to the customer's blood glucose level. It was indicated that the customer would continue to use the pump until the replacement pump was received.